Event description:
It was reported that there was an allergic reaction. The healthcare provider (hcp) was removing the spinal cord stimulator (scs) system and wanted to know what the metal was around the generator. The hcp thought the patient was allergic to the implantable neurostimulator (ins). The patient had significant skin irritation and pain. It was unknown when this started. The hcp was thinking of doing a fusion using titanium. Information regarding if the patient was confirmed to be allergic to the ins and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).